Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('protracted/irregular bleeding/menstrual cycles') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and urticaria ("severe hives"). The patient was treated with surgery (partial hysterectomy, oophorectomy). Essure was removed in 2013. At the time of the report, the menometrorrhagia, allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals, menometrorrhagia and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlude; on (B)(6) 2013: occluded fallopian tube as noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('protracted/ irregular bleeding/ menstrual cycles') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and urticaria ("severe hives"). The patient was treated with surgery (partial hysterectomy, oophorectomy). Essure was removed in 2013. At the time of the report, the menometrorrhagia, allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals, menometrorrhagia and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occluded fallopian tube as noted; on (B)(6) 2013: occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Event protracted /irregular bleeding/ menstrual cycles, nickel sensitivity and severe hives were added. Lab data and reporters information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('protracted/irregular bleeding/menstrual cycles') in a 37-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort and appendectomy. Previously administered products included for allergy: ampicillin, zithromax and inapsine. Concomitant products included etonogestrel (implanon). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and urticaria ("severe hives"). The patient was treated with surgery (partial hysterectomy, oophorectomy). Essure was removed in 2013. At the time of the report, the menometrorrhagia, allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals, menometrorrhagia and urticaria to be related to essure. The reporter commented: trailing coils: left 4; right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlude; on (B)(6) 2013: occluded fallopian tube as noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: medical record received. Lot number, reporters, concomitant drug and medical history were added. Essure insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('protracted/irregular bleeding/menstrual cycles') in a 37-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort and appendectomy. Previously administered products included for allergy: ampicillin, zithromax and inapsine. Concomitant products included etonogestrel (implanon). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and urticaria ("severe hives"). The patient was treated with surgery (partial hysterectomy, oophorectomy). Essure was removed in 2013. At the time of the report, the menometrorrhagia, allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals, menometrorrhagia and urticaria to be related to essure. The reporter commented: trailing coils: left 4; right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlude; on (B)(6) 2013: occluded fallopian tube as noted. Lot number:a27186 manufacturing date:2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.